Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the outside hospital via emergency medical services (ems) on (B)(6)2024 for chest pain. The patient was found to be in ventricular fibrillation (vf) and had multiple failed implantable cardioverter-defibrillator (ICD) shocks. External cardioversion failed, and they received an ICD shock again which resolved the vf. Patient had continued chest pain. An echocardiogram from (B)(6)2024 showed post valvular haze with technically adequate imaging which may be suggestive of thrombus. A computed tomography angiography (cta) scan was scheduled for (B)(6)2024. Log files were sent for review. The event log file data indicated low speed advisory events occurred while speed setting changes were being made at (B)(6)2024 2:50 and (B)(6)2024 7:23. Low flow alarm events were also recorded on (B)(6) 2024. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The patient received a right ventricular assist device (rvad) due to decompensation and the cta showed sub occlusive thrombus in the proximal most aorta along the distal aortic valve plane. The lvad conduit bypasses this area to the more distal ascending aorta. The patient has been urgently listed for transplant.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section d6b: date of explant was not provided and has been estimated. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), did not reveal any device-related issues. A direct correlation between (B)(6) and the reported events could not conclusively be established through this evaluation. The pump was returned assembled with the pump cable severed approximately 9.0¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 6.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and lvad log files retrieved from the returned device confirmed low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the alarms were in the setting of ventricular fibrillation and decompensation requiring a right ventricular assist device. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, arterial non-central nervous system (cns) thromboembolism, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.